Manufacturer narrative:
--

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance and high threshold measurements. A revision procedure was performed where the lv lead explanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.